Event description:
It was reported that the pt was having an increase in the intensity of the seizures. They have slowly increased over the last one year. For the past 3 months, the intensity of the seizures has been worse. Diagnostics test done showed everything working within normal limits. Pt has had several medication changes since january. Pt's caregiver does not believe that medication changes could have contributed to the increase. Treating physician does not know the cause of increase. No external factors contributed to the onset of the increase. No pt manipulation or trauma or programming setting changes have been reported. F/u with the physician's nurse revealed that the cause of increase is unk at this time. It could be device related or recent medication changes. Physician plans to bring pt back to original medication and also change device settings to see if it helps to reduce the intensity of seizures.